Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy, when the suture pack was opened, the needle and thread were found to come off the suture. Another suture from with same lot number and product ID was used to complete the case. There was no patient injury.